Event description:
Meter name: surestep flexx. Strip name: hosp sure step strips. Meter code: strip code: ni reportedly the same. Strip storage: reportedly accurate. Symptoms: none. A nurse reported the hosp's surestep flexx meter allegedly read inaccurately low. The result on their meter was 45mg/dl. The result in the lab was 100mg/dl drawn at same time. The time difference between the two was 55mg/dl. The pt was given glucose based on the meter's result. All qc tests on the meter were in range. Numbers not provided.